Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's transmitter was out of range for an unspecified amount of time. No additional event or patient information is available.